Event description:
The manufacturer received downloaded event logs from a customer. There was no harm or injury reported. The downloaded event logs indicate an internal battery charging issue occurred. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received downloaded event logs from a customer. There was no harm or injury reported. The downloaded event logs indicate an internal battery charging issue occurred. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete. The ventilator was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced and the software reloaded to address the issue.